Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, implanted within a surgical valve, the valve was recaptured six times for an unknown reason. Following implant, mild central regurgitation and mild paravalvular leak (pvl) were reported. Approximately seven days after implant, moderate pvl was reported. No treatment was reported. No adverse patient effects were reported. Additional information was later received which indicated that the transcatheter valve had been implanted within a non-medtronic surgical valve. Immediately following the transcatheter valve implant the gradient was 19 millimeters of mercury (mmhg). Approximately 6 months following the valve implant, moderate paravalvular leak (pvl) was identified. The valve gradient was18 mmhg. Moderate pvl remained at the 1 year follow-up with a gradient of 16 mmhg. Treatment was not reported through this timeframe. Additionally, approximately 1 year and 1 month following the valve implant procedure the patient was hospitalized for congestive heart failure and increased diuretics were administered. As reported, it was unknown if this incident was related to the valve and its function or the valve procedure itself. This event was reported as recovered approximately one month later. Additionally, there was reported of repeated hospitalizations for heart failure. Outcome and treatment were not reported for these other hospitalizations. The relatedness to the valve for the repeated hospitalization for heart failure was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.